Manufacturer narrative:
(B)(4). Concomitant product(s): pn 00801803202, femoral head sterile product do not resterilize 12/14 taper, ln60178496; pn 00620203620, tm acet shell 36mm multi, ln 60182845; pn 00998201518, femoral stem - revision taper - nitrided cementless 15 mm diameter 185 mm stem length, ln63866600. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00469. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient's right hip was revised 12 years post implantation due to metal debris, elevated metal ions, pain and pseudotumor. Blood and urine testing also showed high cobalt levels. Femoral head, liner and screws were replaced. No additional information was made available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.